Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula broke during use on a covid-19 patient. The patient desaturated to 49% spo2 and was mechanically ventilated. The healthcare facility reported that the patient was very restless and would toss and turn throughout the night. It was further reported that the patient deceased several days after the reported event on (B)(6) 2021. Further information has been requested regarding the medical cause of death.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of retrieving further information and the subject opt944 optiflow + adult nasal cannula for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in illinois reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt944 optiflow + adult nasal cannula broke during use on a covid-19 patient. The patient desaturated to 49% spo2 and was mechanically ventilated. The healthcare facility reported that the patient was very restless and would toss and turn throughout the night. It was further reported that the patient deceased several days after the reported event on (B)(6) 2021. The healthcare facility further reported that the medical cause of death was covid-19 and pneumonia.

Manufacturer narrative:
(B)(4), the opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Further information regarding the reported event was requested from the healthcare facility. Our investigation is thus based on the information and photographs provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported the following sequence of events: a covid-19 patient desaturated to below 49% spo2 and was mechanically ventilated. Visual inspection of the provided photographs revealed that the tubing was stretched and pulled apart. The healthcare facility reported that the patient was very restless and would toss and turn throughout the night and it is likely that the tubing was pulled apart by the patient. It was reported that the patient deceased several days later and the medical cause of death was due to covid-19 and pneumonia. Conclusion: without the complaint device, we were unable to determine the cause of the reported event. However, based on the information provided by the healthcare facility, the damage was likely caused by the tubing being pulled. The healthcare facility noted that the medical cause of death of the patient was due covid-19 and pneumonia. Optiflow interfaces undergo tensile testing and are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that undergoes destructive testing or fails the visual inspection is disposed of. The subject opt944 optiflow + adult nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and states: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." "Failure to use the set-up described above can compromise performance and affect patient safety."